Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Foreign report source: japan. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned impactor pad showed signs of repeated use (nicked/gouged) and was fractured. Analysis determined that the features of these fractutres were consistent with overload failure or low cycle fatigue culminating in overload failure the device history records were reviewed and no discrepancies were identified. Per instrument / provisional use, care and sterilization package insert, instruments should be carefully inspected before each use and should not be used if they are marred or worn. Additionally, it also stated not to subject high load / impact to the instrument, as it leads to breakage. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during knee arthroplasty after impaction, the surgeon found that the impactor pad was broken. No fractured pieces fell into the surgical site and the fractured piece was discarded at the hospital. No adverse events were reported as a result of this event.